Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated an invalid diagnostics message upon interrogation. No patient symptoms were reported.